Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the right ventricular lead exhibited noise leading to oversensing. Clavicular crush was suspected. The right ventricular lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.